Manufacturer narrative:
H.6. Investigation summary the samples were evaluated and the customer's indicated failure mode for stopper pullout with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper pullout as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tube experienced difficulty moving the stopper during use. The following information was provided by the initial reporter: material no. 368587, batch no. 9095806. It was reported that a sample had failed the second stopper pullout test. I¿ve been managing some product testing and discovered a sample that had failed the second stopper pullout test. The samples are required to record a 2nd stopper pullout force of above 0.7lb, but this sample only recorded a pullout force of 0.155lb. Tube type: sodium fluoride 13x75mm, 4ml draw volume catalog number: 368587 and lot number: 9095806.

Manufacturer narrative:
Medical device brand name: bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tube experienced difficulty moving the stopper during use. The following information was provided by the initial reporter: material no. 368587, batch no. 9095806. It was reported that a sample had failed the second stopper pullout test. I¿ve been managing some product testing and discovered a sample that had failed the second stopper pullout test. The samples are required to record a 2nd stopper pullout force of above 0.7lb, but this sample only recorded a pullout force of 0.155lb. Tube type: sodium fluoride 13x75mm, 4ml draw volume. Catalog number: 368587. Lot number: 9095806.